Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the patient's healthcare professional alleges the bolus recommendations provided by the blood glucose monitor were too high. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.